Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a post-procedure adverse event (ae) of a transient ischemic attack. The patient was underwent surgery for treatment of a saccular, unruptured aneurysm located in the left internal carotid artery sidewall. The aneurysm dimensions were provided as having a dome height of 4.7mm, dome width of 3.8mm, a max diameter of 5.1mm and a 3.5mm neck diameter. The parent artery diameter distal to the aneurysm was 3.6mm and 4.6mm proximal. At the end of the procedure there was significant stasis. There was complete neck coverage at the end of the procedure. Raymond and roy class 3. One aneurysm was treated with the study device. The access was via the radial right. The ped study device was successfully implanted in the subject. Wall apposition was achieved. The ophthalmic artery side branches were covered by the pipeline device. The device did not twist or flatten. The rist was not used. It was reported that on (B)(6) 2026 new hospitalization occurred on (B)(6) 2026 due to the ae. This ae resulted in the treatment of diagnostic imaging, CT brain, cta had, MRI cervical spine and mric brain. As well as a consult to cardiovascular medicine. The ae was not treated with a blood transfusion, percutaneous intervention, or surgical procedure. The patient outcome status is recovered/resolved. The post-procedure as was found not related to the disease under study or device deficiency. The symptoms did not last for more than 24 hours; however, it did result in new/worsening of existing neurological deficits. The site seriousness assessment concluded that congenital anomaly, death, disability, life threatening, and medical intervention was not present. Hospitalization was present. Site related assessment concluded that apt regime, retreatment procedure, rist catheter, study device, and study procedure are not related. Sponsor assessment (ou muo) concluded that the cec assessment was not related to the index procedure, but possibly related to the study device or apt regimen. Additional information was received updating that the ae onset date was 2026-03-17 defined as stroke. The symptoms did update to lasting for more than 24 hours. The ae narrative was updated to, "17 mar 2026 reported frequent falls. On (B)(6) 2026, bilateral leg numbness, transient right facial and right-handed numbness lasting 5-15 minutes."